Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 300 mg/dl with moderate level of ketones. The customer administered a correction bolus to address bg levels. The customer was unsure of the suspected cause of the elevated bgs and was recommended to discuss diabetes management with health care provider.